Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2022. The reason for revision is a bilateral infection. The original surgery date for the right knee is (B)(6) 2021, for the left knee a revision was completed on (B)(6) 2022. During the revision, inserts and bolts were removed on both sides and replaced with new components.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.